Event description:
Facility reported that the PICC did not deploy correctly. Facility alleges that 2 per q-caths were infiltrated. No pt status available.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for eval. A lot history review (lhr) of reyg2112 showed no other similar product complaint(s) from these lot numbers.